Event description:
It was reported that during a procedure, the console activation sound and lasing indicator appear even when the footswitch is not being pressed and is possible that the laser is actually being emitted. There was no error codes displayed, and the event occurred outside the body. There were no patient complications, however, the information about the procedure outcome was not reported.